Event description:
Account alleged that the head is drifting.

Manufacturer narrative:
Tech found the left head CPR cable was bent and damaged where ziptie was holding cable on the head section. Tech replaced the CPR cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.